Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's scs system implantable pulse generator was no longer holding a charge and the patient stopped charging completely. The generator battery depleted and the device became inoperable. Surgical intervention was taken and the patient's scs system generator was replaced without complications.